Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6f taiga guide catheter was used during a procedure to treat a lesion in the left anterior descending (lad) artery. The device was removed from packaging per IFU with no issues. The device was inspected with no issues noted. The device was prepped per IFU with no issues. It was reported that an attempt was made to replace the taiga jl35 product with another shaped catheter and the taiga failed to be removed via the sheath. It is also reported that the catheter kinked. All devices had to be removed. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: the lesion was non-tortuous, severely calcified lesion with 75-90% stenosis. A 6f non-mdt sheath and a non-mdt guide wire were used. No resistance was noted when advancing the device and excessive force was not used. The taiga was attempted to be positioned but difficulties were noted so the catheter was exchanged. The taiga got caught on the sheath and could not be removed so both devices were removed together. Resistance was noted at the tip of the non-medtronic sheath when the taiga device was attempted to be removed. The procedure was then completed using another catheter. It was indicated by the physician that this was not a sheath or guide product issue but a problem with operation method or patients vasculature. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device returned coiled in plastic bag. Two non mdt introducers were also returned. One 6f taiga catheter and two non mdt introducer sheaths were returned for analysis. The guidewire was not returned. The catheter was not loaded into either introducer sheath upon return. No deformation was noted to one non mdt introducer sheath. The catheter could be loaded into the sheath and removed from the sheath with no issues. The od of the sheath measured 0.108¿. Kinks were noted on the second non mdt sheath. The catheter could be loaded into the sheath and resistance was noted at the kink sites. The catheter could be removed from the sheath. The od of the sheath measured 0.097¿. No deformation was noted to the tip of either introducer sheath. A kink was noted on the taiga catheter approx. 12cm from the strain relief. The od of the catheter measured 0.083¿ meeting specification of 0.082¿ +/- 0.001¿. The ID measured 0.072¿ meeting specification of 0.072¿ +/- 0.001¿. No other deformation noted. Additional information: it was reported that a second taiga il40 was also inserted into the patients body and a similar issue occurred. The physician suspected that it might not be due to the guiding but due to a sheath defect. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.